Event description:
Dissection: during delivery of the delivery system of relay pro, the outer sheath caught on the femoral artery and stopped advancing. When the delivery system was removed from the patient, it was found that the blood vessel was dissected and caused hemorrhage. The portion of the femoral artery was additionally sutured, and hemostasis was achieved by taping or other means. The stent-graft was then delivered and deployed without issues. Subsequently, the procedure was completed successfully. Comments from the physician: the patient originally had a dissection in the femoral artery and the dissection extended to the cia, so the risk was present from the beginning. It is possible that the dissection occurred not because the delivery system was too large, but rather because the blood vessel was subjected to a strong force during insertion of the delivery system. It is more likely that the patient's nature attributed to this event because the purse-string suture that was performed prior to insertion of the delivery system had also been dissected. Operation type: tevar blood loss: there was a large amount of hemorrhage, but the exact amount is unknown ancillary devices used: 28-n4-28-204-28u (2206080172). (Tc#bm 221200264). Patient outcome - "harm to the patient health was not serious. The patient outcome is unknown."

Event description:
Dissection: during delivery of the delivery system of relay pro, the outer sheath caught on the femoral artery and stopped advancing. When the delivery system was removed from the patient, it was found that the blood vessel was dissected and caused hemorrhage. The portion of the femoral artery was additionally sutured, and hemostasis was achieved by taping or other means. The stent-graft was then delivered and deployed without issues. Subsequently, the procedure was completed successfully. Comments from the physician: the patient originally had a dissection in the femoral artery and the dissection extended to the cia, so the risk was present from the beginning. It is possible that the dissection occurred not because the delivery system was too large, but rather because the blood vessel was subjected to a strong force during insertion of the delivery system. It is more likely that the patient's nature attributed to this event because the purse-string suture that was performed prior to insertion of the delivery system had also been dissected. Operation type: tevar blood loss: there was a large amount of hemorrhage, but the exact amount is unknown ancillary devices used: 28-n4-28-204-28u (2206080172) (tc#bm 221200264). Patient outcome - "harm to the patient health was not serious. The patient outcome is unknown."